Manufacturer narrative:
(B) (4): neither the device nor applicable imaging films were returned to the MFR for eval, therefore, the cause of the event cannot be determined. A review of the device history records for this device was not possible without additional product info.

Event description:
It was reported that the pt underwent a cervical surgical procedure. The driver broke during final tightening of the lock nuts on the plate. Metal shards sheered off into the pt. The fragments were retrieved. X-rays confirmed that all the metal shards were removed. No additional pt complications were reported.